Manufacturer narrative:
Related voluntary medwatch form: mw5164730.

Event description:
Related voluntary medwatch form mw5164730 received states: it was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements. Technical services (ts) was consulted and noted the increase was a gradual rise, so a lead issue was suspected. This rv lead remains in service. No adverse patient effects were reported.